Event description:
A zoll distributor returned a monitor indicating that it failed a pulse test.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) was confirmed. As received, the monitor displayed code 102 - charge profile fault. Upon eval, the r45 resistor was open. The cause of the pulse test fault is the open resistor. The cause of the open resistor is excessive current. The cause of the excessive current is fractured solder connections at the positive terminal at high voltage capacitor c19 on the defibrillator board. The root cause of the fractured connections is mechanical shock from physical impact. No adverse event resulted from the fractured connections.